Event description:
A (B)(6) with a central venous catheter in place was receiving g-tube feedings via pump. Upon assessing the pt the rn found the g-tube extension tubing connected to the clamped central venous catheter. The tubing was immediately removed, the pump was then turned off. The nurse aspirated the central line and no feeding had entered the central line. The q-syte on the central line was removed and replaced. No adverse effect.